Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm permanent cautery hook instrument to perform failure analysis. The instrument was analyzed and found to have a broken proximal clevis at both ears of the clevis. The broken pieces were not returned. Clevis does not show abrasions or scratches on the outer surface. Components adjacent to the broken clevis do not show damage. No wires found to be broken.

Event description:
It was reported that during central processing, the 8mm permanent cautery hook instrument had a broken wire. There was no report of patient involvement.